Manufacturer narrative:
On january 9, 2008, an on-site inspection of the golvo 7007es pt lift involved in the reported incident was performed by local distributor. It was found that: the lift strap buckle had fallen off the lift strap. The red positioning label "7007s" was missing. The pt plastic fitting/buckle cover was crushed and the reinforcement plate was bent on the ez strapper assembly. That the lift strap used in the reported incident had been previously cut by approximately 8 (eight) inches, leaving a roughly cut edge, a missing pocket and missing safety pin. Facility did not have any maintenance records to indicate who modified the lift strap or to show the lift having being sent out for servicing. Once the ez strapper assembly was replaced, the lift was inspected and returned to service. The facility could not recreate the incident when a properly assembled lift strap was on the lift. It is the position of liko ab, that if the equipment had not been adulterated, this incident would not have happened.